Event description:
It was reported that the pt was revised.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: uni adaptor sleeve v40 ti, cat #6519-t-100, lot #36356904. Description: delta un fem hd 40mm, cat #6519-1-040, lot #36140101. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.